Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Additional information was received. The gastrointestinal videoscope tested positive for 16 cfu (colony forming units) of stenotrophomonas maltophilia in the working channel, 4 cfu of pseudomonas aeruginosa in the suction channel, and 2 cfu of serratia marcescens in the suction channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the customer's culture results, results of third-party testing, the device evaluation, and the final investigation. Additional information added to the following fields: b3, b5, d8, d9 (date returned), h2, h3, h6. The complaint investigation reviewed the customer provided the cds processes where it was noted that although in compliance with the instructions for use (IFU), there were no further details on water quality or pressurized air which is used. Additionally, no drying cabinet is in place. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end surface. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: <1 cfu. Bacterial identification: n/a. The device was evaluated where additional potential adverse events were confirmed; foreign material was noted in the air/water cylinder and air/water tube. Based on the results of the investigation, a root cause could not be determined for the reported contamination. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. In regard to the foreign material: based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.